Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonic valve, a mean gradient of 13 millimeters of mercury (mmhg) was observed. Approximately 2 years and 7 months following the implant, routine computed tomography (CT) revealed moderate-severe stenosis of the pulmonary valve at the right ventricular outflow tract (rvot) due to circumferential neo-intimal growth. Moderate central pulmonary regurgitation was also observed. Subsequently, a biopsy of the neo-intimal tissue was taken. A balloon dilation was performed with a non-medtronic 16 millimeter (mm) x 4 mm balloon in the rvot, and 2 balloon dilations were performed inside the harmony frame with non-medtronic 20 mm x 4 mm and 22 mm x 4 mm balloons respectively. Subsequently, a non-medtronic pre-mounted covered stent was placed, followed by 2 non-medtronic stainless steel stents, which were then post-dilated with a non-medtronic 22 mm x 4 mm balloon. A 22 mm melody transcatheter pulmonic valve was then implanted valve-in-valve. Following the procedure, the mean pressure gradient was observed to be ~1 mmhg, without evidence of paravalvular leak (pvl) or central regurgitation.